Event description:
It was reported on (B)(6) 2023 by a sales representative via sems that an ar-9236-03pp glenoid trial central peg broke off during a case. Case involvement, device broke during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint is confirmed. Upon visual evaluation, it was noted that the central peg was broken and dented around the device. The most likely cause is attributed to misuse due to user error.